Manufacturer narrative:
Additional product code: hrx.. It is unknown if the device will be available to be returned for investigation. Initial reporter is a synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a ria2 procedure, the reamer head came off the shaft and left metal pieces inside the patient. When the rai was removed, it was noticed the reamer head was not attached. An intra-operative x-ray showed the reamer head was still in the tibia. The reaming rod was pulled out; it had the reamer head on it. Another x-ray verified there were four (4) small metal fragments inside the patient's right tibial canal. Those remained in the patient. The procedure was successfully completed with a five (5) minute delay. This report is for a rai 2 reamer head. This is report 1 of 1 for (B)(4).